Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -02017.

Event description:
It was reported that during a hip surgery, after inserting the implanted product, when surgeon checked range of motion, the liner dislodged from the shell. The surgery was finished with a back-up liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, d4, d10, g4, h2, h3, h4, h6. Reported event was confirmed by visual examination of the liner. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.